Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on creating the gastrojejunostomy during laparoscopic roux-en-y gastric bypass, a component of the device stayed with the patient. It was only determined after the operation and they had to be opened again. All pieces were retrieved and a computed tomography (CT) abdomen was needed to locate the components. They did a re-intervention to complete the case and there was an extension of inpatient stay for 2 days.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.